Event description:
Nellcor puritan bennett received a call from a rep of user facility on 08/25. User facility called to report the following problem: ventilator gave setting error alarm and display and stopped cycling. Could not clear alarms. No pt harm. Failed self test.